Manufacturer narrative:
(B)(4)

Event description:
It was also reported that the impedance was variable. Additionally, x-ray suggested the lead may have dislodged due to the helix not being fully extended. The capture thresholds were varying; included high threshold measurements. The lead was reprogrammed and it remains in use.

Event description:
It was reported that the right ventricular (rv) lead alerted for out of range impedance. A transmission observed high measurements for pacing impedance and high rv coil impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv bipolar pace impedance steady at 450 ohms (B)(6) 2014, begins rising (B)(6) 2014 to >2000 ohms on (B)(6) 2014. Rv tip - rv coil shows similar trend. (B)(4).